Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. H6 ¿ method code: (4114) device not returned. H6 - method code: (4117) device not accessible for testing. Investigation ¿ evaluation. A review of the documentation including the complaint history, device history record, instructions for use (IFU) and quality control was conducted during the investigation. A visual inspection of the complaint device could not be completed, as the device was not returned for investigation. No imaging was provided. However, a document based investigation evaluation was performed. A review of the device master record found that adequate controls are in place to ensure the device was manufactured to specifications. A review of the design history file found that the affected products are save and effective for their intended use. A review of the device history records of all complaint devices and a database search found no non-conformities or additional complaints associated with any of the lots. There is no evidence to suggest there is any nonconforming product in house or out in the field. Additionally, a review of the product labeling for the device was completed. The instructions for use state the following instructions related to the reported failure mode: 4 warnings and precautions: "patents experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. Adequate iliac or femoral access if required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of a 16 french to 22 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients." 5.2 potential adverse events "adverse events that may occur and/or require intervention include, but are not limited to: arterial or venous thrombosis and/or pseudoaneurysm. Claudication (e.g., buttock, lower limb). Graft or native vessel occlusion". 8 patient counseling information: "physicians must advise all patients that it is important to seek prompt medical attention if they experience signs of limb occlusion, aneurysm enlargement or rupture. Signs of limb occlusion include pain in the hip(s) or leg(s) during walking or at rest or discoloration or coolness of the leg." 11 directions for use: 11.1.8 contralateral leg placement and deployment "4. Confirm position of distal end of the iliac leg graft. Reposition the iliac leg graft if necessary to ensure both internal iliac patency ad a minimum overlap of one full iliac leg stent (i.e., proximal stent of iliac leg graft, maximum overlap of 1.5 stents) within the main body endovascular graft." 11.1.11 ipsilateral iliac leg placement and deployment - "2. Advance slowly until the ipsilateral iliac leg graft overlaps a minimum of one full iliac leg stent (i.e., proximal stent of iliac leg graft) inside the ipsilateral limb of the main body. Note: if an overlap of greater than three iliac leg stents is required (greater that two iliac leg stents for 37, and 54 mm leg lengths), it may be necessary to consider use of a leg extension in the bifurcated area of the opposite side." Thrombus formation within the graft is listed as a potential adverse effect in the product IFU and is a known inherent risk for this device. Without sufficient information and imaging of the event, a definitive cause could not be established for this complaint. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient/event details have been received since the previous medwatch report was sent.

Manufacturer narrative:
Suspect medical device: exact rpn of complaint device is unknown. Device was a zenith flex aaa endovascular graft iliac leg, either a tfle-16-71, lot: f1945563 or a tfle-18-54, lot: f2094458. Concomitant products: zenith flex aaa endovascular graft bifurcated main body, tffb-26-96, lot: 1905662. (B)(6). Report source - other: (B)(6); internal personnel. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that a zenith flex aaa endovascular graft iliac leg occluded. Two limbs and one main body were implanted during an infrarenal aortic aneurysm repair on (B)(6) 2007. It is unknown which of the three limbs occluded and when the occlusion was noted. It is unknown if a re-intervention was required due to the occlusion. No other adverse effects have been reported for this incident.